Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented with hyphema associated with vision loss. The surgeon was not able to visualize the retina. Following medical counsel, the surgeon had no further concern and planned to monitor the hyphema as expected to clear up. Additional information has been requested.